Manufacturer narrative:
Our field service engineer investigated the unit on-site during annual maintenance inspection. During this maintenance, the pre-use check failed, and one of the pressure transducer printed circuit boards (pcb) was replaced. After replacing the pressure transducer pcb, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. No device logs were provided; hence, the issue could not be confirmed beforehand. The replaced pressure transducer pcb was returned for further investigation. Simulated use testing was performed, which passed the pre-use check. After passing, ventilation was conducted for two days without generating any alarms or errors. Following this, several pre-use checks were conducted successfully. No imbalance was noticed when measuring the wheatstone bridge on the pressure transducer pcb, and no significant drift was observed when measuring the zero-pressure voltage. No significant dirt or debris affecting performance was found in the pressure sensor¿s cavity during microscopic investigation. The reported issue could not be reproduced; hence, a definite root cause could not be established.

Event description:
Manufacturer's ref: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).